Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that approximately 4 years and 4 months post index procedure, a CT showed the patient had a type ib endoleak in the left limb due to the graft limb no longer engaging with the left common iliac artery. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Intervention was completed where an endurant limb was implanted to resolve the type ib endoleak. Per the physician the cause was suspected to be related to disease progression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.